Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that the buttons on the insulin pump were not responding. Customer's blood glucose was not known. The insulin pump had been exposed to moisture. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to moisture damage on the force sensor resistor; unable to perform occlusion test and excessive no delivery test due to moisture damage on the force sensor resistor. No moisture damage was found on the electronic stack, motor, battery tube and vibrator assembly. All operating currents are within specification. All of the buttons functioned properly however, found corroded keypad traces. The insulin pump passed displacement test, self test, a21 error test, rewind, basic occlusion test and off no power test. The insulin pump had cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.